Manufacturer narrative:
The root cause of system rebooting was due to the loose connection of power management board to the mother board. Refixed the power management board firmly to the mother board to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
Ge healthcare technician noted that the machine is rebooting automatically. There was no reported patient involvement.